Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated troponin (accu tni) result generated by the access 2 instrument for one patient. A patient sample was tested for accu tni and a result of 0.62ng/ml was obtained. The result was not reported out of the lab. The specimen was re-tested several times and accu tni results were in the range of 0.01-0.03ng/ml. The result of 0.01ng/ml was reported out of the lab. Patient treatment was not affected in connection with this event.

Manufacturer narrative:
The sample was collected in a bd lithium heparin plasma tube and it was centrifuged for 10 minutes. The specimen was not reprocessed before reruns. Customer stated that qc has been in range, without any issues. A system check run in early 2009 passed all parameters. There were no flags associated with these results. Customer did not report any event log messages associated with this event. A field service engineer (fse) was dispatched: the fse performed all hardware verification and all verification testing passed. No hardware issues were identified. Qc was run and passed. Customer resumed operation of the instrument. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.